Event description:
A us distributor reported that a patient was experiencing "check therapy electrode" messages and the te pad was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿check therapy pad¿ messages, damaged te pad) was confirmed due to a broken black pulse wire the root cause for the broken wire was unable to be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.